Event description:
It was reported that the patient underwent revision surgery 26-years post-implantation due to paint in the hip joint and resulting immobility following trauma in a dementia residential community. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source- foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10- medical devices. Cocr head 32/+4 'l' 12/14 , item#: 14320720 , lot#: 2344061 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a4, b3, b4, b5, d9, g3, g4, g6, h1, h2, h3, h4, h6, h10. Visual examination of the provided pictures confirm a fractured neck with the head still assembled to the taper. It is not possible from the photos to identify the mode of fracture. There appears to be multiple scratch marks to the neck both on the broken off segment and on the remaining part still on the stem. It is not possible to ascertain the cause but it could be due to by metal to metal contact from the fractured neck post fracture as there are similar marks on the fracture surface itself also. The implant has been implanted for 27 years before being revised. Review of the device history record identified no deviations or anomalies during manufacturing which could be related to the reported event. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: fractured femoral neck identified, no evidence of metallosis or infection ¿ osteotomy performed to release the femoral stem, propagating femoral fractures distal to the stem ¿ femoral components removed, competitor stem, head, and neck placed without complication ¿ acetabular component remained intact ¿ surgery completed without complications, hip spica applied ¿ postop physical and occupational therapy performed contributing factors of event: ¿ patient twisted his leg in the dementia care unit a definitive root cause cannot be determined.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Approximately 27 years after implantation, the patient used a twisting motion while in the dementia care unit, fracturing the femoral bone and implant. The patient underwent a revision of the femoral component. An osteotomy was performed to remove the well-fixed stem with hook, plate, and cable fixation for stabilization of the fragments. The initial shell was retained, and the revision completed without further complication.